Event description:
Children's medical ventures (chmv) received a complaint report from a (B)(4) supplier stating that a patient using smartmonitor device was taken to the hospital and passed away. The device was in patient use at the time of the reported event. However, there is no allegation of device malfunction associated with the reported event. No other additional information is available at this time.

Manufacturer narrative:
(B)(4). The manufacturer has requested the device be returned for evaluation. A follow-up report will be filed when the device has been returned and evaluated by the manufacturer.